Event description:
Clinical study. Same case as 6000089-2006-01645, 01646. It was reported that 115 days after a coronary artery drug-eluting stenting treatment procedure, the patient expired. The index procedure treated 3 de novo target lesions. Target lesion 1 was a 3.0mm vessel diameter, 18mm long, and 90% stenosis, located in the proximal left anterior descending (lad) artery. The lesion was predilated with a guidant voyager 2.5x15mm balloon. The physician implanted 1 taxus liberte 3x20mm drug-eluting stent at 16 atms. Target lesion 2 was a 2.5x16mm vessel diameter, 16mm long, and 90% stenosis, located in the mid lad artery. The lesion was predilated with a guidant voyager 2.5x15mm balloon. The physician implanted 1 taxus liberte 2.5x20mm des at 16 atms. Target lesion 3 was a 2.5mm vessel diameter, 10mm long with mild calcification and mild tortuosity, and 80% stenosis, located in the distal (lad) artery. The physician implanted 1 taxus liberte 2.5x12mm des at 12 atms. Post-treatment, the lesions were 0% stenosis and timi 3 flow. The patient was discharged one day post-index procedure on aspirin and plavix. The patient expired 115 days after the index procedure caused by acute graft closure. The physician indicated the death was unrelated to the stent. This product is only ous approved, but is is similar to a marketed us device.

Manufacturer narrative:
Device evaluation: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8074336 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.